Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator revealed the right ventricular (rv) lead had exhibited low impedance measurement and loss of capture due to the programming settings. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Correction : event description was corrected for a concise description of the event due to allegations on the right ventricular lead.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator revealed the right ventricular (rv) lead had exhibited low impedance measurement and loss of capture. No intervention was performed and the patient was in stable condition.